Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2016-00055 and 1828100-2016-00057. Same serial number unit three consecutive days. This machine was recently shipped back from the united states after the repair service and it was the first time to use after they opened the box.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial temperature reading started at 29 degrees celsius while the patient temperature was at 37 degrees celsius on the blood parameter monitor (bpm). When cooling the patient, the arterial temperature on monitor drops to 20 degrees celsius and while warming, the temperature stayed at 29 degrees celsius again. On (B)(6) 2016, they tried the venous cable head as well as the arterial cable head (so they used two shunts) to check if it was only on the arterial side that the problem was. But they experienced the same problem on the venous side as well. The device was not changed out, other temperatures were available to be used for patient management. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on 21-jan-2016: manufacturer clinical services received some photos of the bpm temperature measures and other temperature measures during the procedure. They were provided by the sales distributor, who is a trained perfusionist and is now a sales representative for the local distributor in south africa. This center is observing more than expected temperature measures between the bpm and other sites (e.g. Oxygenator outlet and patient temperatures). The bpm shunt temperatures are about 26 degrees celsius, whereas the oxygenator outlet and patient temperatures are about 32 degrees celsius. This 6 degree variance is greater than what they have seen in the past. Traditionally, they would see a difference of 2-3 degrees celsius between the shunt sensors and the oxygenator outlet. A number of questions have been asked of the hospital and these are related to: length and diameter of shunt line, flow rate in the shunt line, and is shunt possibly exposed to low temperature of cold temperature blower in the operating room (o/r). Cases were completed successfully, without delay and nothing was changed out. Other temperatures were available to be used for patient management. There was no associated blood loss and no harm was observed.

Manufacturer narrative:
The reported complaint was confirmed. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.